Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 600 mg/dl. The customer was admitted to the hospital. Customer cause of hospitalization was high blood glucose and diabetic ketoacidosis. The customer was treated with insulin drip and IV's because she was dehydrated. The customer was released the same day and she was wearing the pump at the time of emergency room visit. The customer was advised that we are replacing sets.